Event description:
Alcl case report. Location of alcl: r breast/axilla. Clinical presentation: recurrent fluid collections, multiple negative biopsies. Dates of use: 7 years. Diagnosis or reason for use: breast augmentation.